Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the device fell off event. All devices were received and inspected; due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that v-go fell off. The patient stated that this happened within the last month with 6 v-go devices. The patient stated that today v-go fell off immediately, and in the other occasions v-go fell of after before 4-6 hours. The patient wears the v-go on her arms and changes sites.